Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval of the returned product shows that the alarm powers on and passes functional tests. Although the alarm powers on, there's visible corrosion and battery leakage inside the battery compartment. Also the liquid label shows evidence of moisture. The unit battery door is missing. Note: posey instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause corrosion or leakage and damage the alarm. The alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).

Event description:
Customer reported that the reason for the return of the product was not specified. There was no pt incident or injury reported.